Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor cannula was broken inside their body. Customer blood glucose reading was 325 mg/dl. Troubleshoot was performed. Customer was able to remove the needle from the body. The sensor was inserted in the right side of their arm. After observing the sensor, the cannula was intact. Customer was advised to talk to their nurse about their sensor issue. Customer also reported high blood glucose reading but the reading was not serious. Sensor will be returning for analysis. Insulin pump will not be returning for analysis.